Event description:
The customer reported that he had a leaky reservoir. The customer stated that he had received recurring motor error alarms during the rewind process. Troubleshooting was performed. The customer was unable to perform the displacement test. The customer then stated that he noticed that there was about 20 to 50 units of insulin in the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.